Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.